Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was four photographs depicting a portion of guidewire. Also visible in two of the photographs was a 21ga safety introducer needle. Usage residues were visible in the photographs. A break was observed in both the core and coil wires. The coil wire was elongated. While guidewire damage was evident in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include retraction of the wire against the needle bevel and tensile (pulling) stress. A lot history review (lhr) of recv2558 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "introducer needle felt as if "gritty" upon advance guidewire, unable to remove needle - required attempted removal and sheared off guidewire. X-ray taken to identify guidewire in patient, ultrasound confirmed wire in tissue, physician consulted and is following for additional treatment."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed and the cause was determined to be use related. The products returned for evaluation were one 0.018 in. Guidewire and one 21 g introducer needle. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken with the coil wire being unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. Damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel. The weld tip of the wire was missing and could not be accounted for during the evaluation. Biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the guidewire to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product IFU cautions: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of recv2558 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "introducer needle felt as if "gritty" upon advance guidewire, unable to remove needle - required attempted removal and sheared off guidewire. X-ray taken to identify guidewire in patient, ultrasound confirmed wire in tissue, physician consulted and is following for additional treatment."